Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the driveline repair site could not be confirmed through this evaluation as no photographs of the damage were provided and the device remained in use. A log file submitted for review contained data from 10jul2020 through 24aug2020. No alarms or events were captured that would suggest a potential driveline issue. It was reported that the patient had damage to their previous driveline repair site. The patient reportedly had known driveline issues. No alarms or adverse patient consequences were associated with this event. The damage was reportedly superficial and was repaired with rescue tape. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , until ultimately expiring on 04dec2020 (addressed manufacturer report number 2916596-2020-05950). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12may2011. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline¿. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook explains that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. Patient instruction replaced hm ii lvad percutaneous lead, provides care instructions and important precautions regarding replaced percutaneous leads. Section "precautions" warns the user: do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside. Allow for a gentle curve for your percutaneous lead. Do not severed bend your percutaneous lead multiple times of wrap it tightly. Section 3.3 "care and inspection of your replaced percutaneous lead" instructs the user to check your entire percutaneous lead (including the spliced area) daily for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. Pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had additional damage to their previous driveline repair site. It was reported that there were no low speed advisories noted or driveline faults. The patient had known driveline issues with a previous driveline damage to that repair site prior to this one which is documented under (MFR 2916596-2019-05479). It was reported that the patient had rescue tape applied to the superficial damage of the driveline. No further information was provided.